Event description:
It was reported that during pre-surgery, it was observed that the foot control device was not working. It was further reported that the device had a lot of oil coming out and the outside tubing had a hole in it. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose was damaged. It was determined that this was due to pulling the autolube around by the cord and would not allow the completion of the pre-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.